Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 18016879.

Event description:
It was reported that the patient experienced multiple seizures after she started using the stimulation again. One seizure occurred when the patient turned the stimulation on and two others occurred while she was being reprogrammed for migraine relief. When the monopolar anode was tested at the top of the lead, the patient felt uncomfortable stimulation below the ear, started to feel unwell, and then had the seizures. This happened more so with the left lead. The patient noted she has also had seizures with the stimulation off. She has a history of seizures caused by migraines, however, it is unknown if the device is causing the recent events. No further course of action has been taken at this time.

Event description:
It was reported that the patient experienced multiple seizures after she started using the stimulation again. One seizure occurred when the patient turned the stimulation on and two others occurred while she was being reprogrammed for migraine relief. When the monopolar anode was tested at the top of the lead, the patient felt uncomfortable stimulation below the ear, started to feel unwell, and then had the seizures. This happened more so with the left lead. The patient noted she has also had seizures with the stimulation off. She has a history of seizures caused by migraines, however, it is unknown if the device is causing the recent events. No further course of action has been taken at this time. Additional information was received that the patient had seizures due to the medication administered after she had shingles, the seizures stopped after the medication was correctly adjusted. After a year, she tried the stimulator again for her migraines and experienced seizures. Her seizures previously occurred due to medication, and more recently when the stimulator was programmed and used for her migraines. Her migraines are under control with medication, therefore, no further course of action is being taken as the physician feels this is part of the patients pre existing condition.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700. Model : sc-2352-70. Serial : (B)(6). Batch: 18016879.